Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 during daily antibiotic of ceftriaxone being administered in the right upper arm, the patient was acting like he was in a good amount of discomfort and showing facial grimacing. At this time the administration was stopped, upon further assessment the line was positional, sluggish to push with slight tissue swelling. Patient stated that the discomfort he was feeling was close to the insertion site. This is abnormal and decided to go ahead and switch line out for a new one in the left arm. Once the line in the right arm was removed there was a clear kink and crack in the PICC line around the 6cm mark. A new line was placed successfully in left arm. No other information provided, at this time.